Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced while powering up. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.